Event description:
Hosp reported that while transporting a pt to intensive care unit, the reservoir tubing of the resuscitator came off. Reportedly, the oxygen tubing remained in place. Hosp reported when the reservoir tubing came off one person continued to bag the pt while another person held the reservoir tubing onto the resuscitator. According to the hospital, there was no harm to the pt.